Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have the main tube broken. The complaint regarding tip broke from shaft was confirmed by failure analysis.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps tip was broken from the shaft. There was no report of patient involvement or reported injury. Intuitive surgical followed up with the initial reporter and obtained the following additional information: the customer informed that the instrument was assumed to be inspected but could not confirm. The defect was identified in the sterile processing department (spd) with a lighted magnifier, if it was inspected in the case, it may not have been seen with the naked eye. The customer was unsure if any task was being performed due to the defect being identified in spd. The customer was unsure if the instrument collided with another instrument. The customer was unsure if any fragments fell during the procedure. There were no images or recording for the procedure. There were no patient demographics provided.